Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set). This occurred during dwell four of four of peritoneal dialysis therapy. During troubleshooting, it was discovered that the patient disconnected in the dwell cycle without using proper procedures and reconnected. The technical services representative assisted the patient in clearing the alarm. The patient would complete therapy using manual supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. However, it was reported that the patient disconnected without using proper disconnect procedures and reconnected, which is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. It also provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.